Manufacturer narrative:
Date sent to the FDA: 09/08/2011. The patient was seen by the physician on (B)(6) 2010 and was diagnosed with a bladder infection which had caused significant urge incontinence. She was using fifteen to twenty pads per day. The physician stated the patient was dry from a stress standpoint. The patient was prescribed septra. The urine culture came back on (B)(6) 2010 positive for e. Coli, which was resistant to the septra. The septra was discontinued and the patient was started on ciprofloxacin 500mg bid for ten days. The patient returned to the physician on (B)(6) 2010 and still complained of significant incontinence. A bladder ultrasound was done to calculate post-void residuals which was found to be in excess of 825ml. The patient was catheterized and her bladder was emptied. A speculum exam showed that the anterior wall was well-healed. The physician opined that the urinary retention was the cause of the persistant urinary tract infections and significant overflow incontinence. The patient was instructed to resume self-catheterization. The patient was changed from cipro to keflex. The patient was seen on (B)(6) 2010 in the office and there were no significant post-void residuals. The patient was significantly better and denied stress incontinence but did have some urge incontinence. The patient was seen (B)(6) 2011 and had worsened de novo stress incontinence. The patient was wearing more pads than before surgery and needed to stand in order to void. On exam, there was no exposure, erosion, or tenderness over the sling. The patient was started on toviaz. The patient was seen again in the office (B)(6) 2011 and was diagnosed with a frank infection and continued to have urge incontinence. The patient was prescribed levaquin. The physician opined that the sling could possibly too tight and that a urethrolysis may be needed. The patient was diagnose with a uti on (B)(6) 2011 and was started on septra.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced multiple infections, the first being one to two days postoperatively. The patient had been on multiple antibiotics with short term relief, however, the infections return. The patient is scheduled for removal of the sling and an urethrolysis on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient underwent an urethrolysis on (B)(6) 2011. The patient stated that her symptoms greatly improved. Not patient states that her incontinence is worse than when she had the initial sling procedure.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Following the initial procedure, the patient stated that she had difficulty emptying her bladder completely. In order to void, she had to lean forward and squat, but was still unable to completely void. The patient was told by her physician that the sling was implanted tightly and her inability to empty the bladder completely caused her pain and led to repeated urinary tract infections. The patient underwent a urethrolysis on (B)(6) 2011. During the procedure, the sling was clipped and some of it was removed. Following the procedure, the patient stated that she had no further urinary tract infections or pain, and gradually the urge incontinence had diminished from gushing when she stood up, down to just a dribble. The patient was seen by the physician on (B)(6) 2011 for follow up and was prescribed vesicare 5mg. Currently, the patient still is experiencing some leakage. She is able to urinate in a normal seated position rather than squatting and leaning forward. The patient stated that she still has incontinence during the night. The patient was seen by the physician again on (B)(6) 2011 and told to continue the vesicare. (B)(4).